Event description:
Hamilton company was informed in 2003 of an event that occurred in 2003, in which the hamilton microlab at + instrument reportedly did not pipette sample in well c1, and did not generate an error message. No death or injury resulted from this event.